Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that after one year of use, the therapy was no longer working. The neurostimulator was not able to be interrogated, and the device was determined to be "empty." The neurostimulator was explanted and replaced, and therapy was working again. The patient's status was reported as "ok." Additional information has been requested but was not available as of the date of this report.